Event description:
Pt had a lens inserted in the eye without any problems. The next morning the lens seemed to be fractured at the elbow. This was an obvious fracture. The next day, on 12/13/94, the lens was removed and replaced. An anterior vitrectomy had to be performed. Rptr discussed personally with the intraocular lens technician that he believes this intraocular lens is defective, and he suggested that his intraocular lens be removed from the market. He discussed this case with various other intraocular lens companies who said they tested the design and found a weakness in the elbow, that was easy to fracture.